Event description:
The ge oec 9400 fluoroscopy system had image quality issues. Split image on screen.

Manufacturer narrative:
A ge oec service representative investigated the issue and adjusted the camera to restore proper image quality. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provided any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.